Event description:
It was reported that pump displayed cartridge change errors earlier in day while customer was attempting to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge before contacting support and declined removing it, then inspected removed cartridge o-ring, received education and instructions to inspect and clean pneumatic tap area, and was ultimately able to complete load process and resume insulin delivery with no further issues reported.